Event description:
Customer's wife reported an incident of hypoglycemia requiring professional medical treatment at a time when the advantage system was unavailable due to no power. A request was made for the return of the system and a replacement was sent.